Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of erosion was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported the patient had the artificial urinary sphincter cuff component removed due to erosion into the urethra. Boston scientific has been unable to obtain additional information regarding the circumstances.